Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 95-110mg/dl fasting. Verified the strips expire 02/13/2017. Customer confirms the strips are stored in the bathroom and is unsure when the vial of test strips were first opened. Customer performed back to back blood test, 47mg/dl with another trueresult meter and 95mg/dl with meter serial (B)(4) fasting. Reviewed meter memory: 162mg/dl (B)(6) 2015 10:18:00 am fasting:yes; 107mg/dl (B)(6) 2015 10:12:00 am fasting:yes; 79mg/dl (B)(6) 2015 10:05:00 am fasting:yes; 95mg/dl (B)(6) 2015 10:17:00 am fasting:yes; 74mg/dl (B)(6) 2015 12:25:00 pm fasting:yes;

Manufacturer narrative:
(B)(4). Device evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference, user reused test strip or user's test strip had poor fill.